Event description:
(B)(4). It was reported that during a percutaneous transluminal angioplasty, the patient experiences spasms. In (B)(6) 2012, a 100% stenosed and 110mm long target lesion was located in a right mid superficial femoral artery with a reference vessel diameter of 6mm. The target lesion was treated with pre-dilatation, placement of an innova stent, and post-dilatation with 0% residual stenosis. The following day the patient was discharged on antiplatelet therapy. In (B)(6) 2013, primary percutaneous transluminal angioplasty to the right proximal and distal superficial femoral artery was attempted using a sterling balloon. Subsequent monitoring showed a narrowing of the superficial femoral artery directly at the end of the stent, which was assessed as a ¿spasm.¿ careful dilatation of the spastic vessel was then performed. The procedure was completed with this device. No further patient complications were reported.

Manufacturer narrative:
(B)(6). Device evaluated by manufacturer: the device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).